Event description:
Related manufacturer reference number: 1627487-2022-02362. It was reported that during an explant procedure on (B)(6) 2022 portion of the patient's leads were left implanted in the patient because leads were difficult to explant the entire leads. As such, the doctor had to cut the lead and leave the remaining portions insitu.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.